Event description:
It was reported that while the ventilator was connected to a pt it did not ventilate and the screen was dark. Additional info from the nursing home states that the unit had been put into the standby mode during a routine exchange of the pt tubing system. The routine exchange of the pt tubing system was followed by a pt circuit leakage test of the unit in the test mode. The unit was restarted and the nursing staff left the room. The abscence of ventilation was noticed later. The test mode is entered to perform the pt circuit leakage test. A normal pt circuit leakage test takes about one minute. After completion of the test an ok button is displayed on the screen, that must be confirmed by pressing the button, in order to have the test mode and set the ventilator into the standby mode. When the ventilator is in test mode no ventilation is performed. (B)(4).

Manufacturer narrative:
(B)(4).